Event description:
It was reported that the patient came in for a routine visit and complained of being tired for several months. The device had experience an electrical reset a few months earlier as noted in the device memory. The device is still in use. No further patient complications have occurred as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por severity is low. The device should be able to fully recover after the reset. Parity error occurred on 17-mar-2010 in address "0f e8".